Manufacturer narrative:
The technician found the brake and brake/steer casters were worn. The technician replaced the casters to repair the bed.

Event description:
Information received indicates the bed is hard to steer and the brake is moving.